Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the pt went to the emergency room after a four-day history of headaches. According to the report, it was discovered that the reservoir was refilling sluggishly, and a CT scan of the head showed ventricular enlargement. The pt was presented to the operating room for shunt revision, and allegedly the ventricular catheter had slow flow.